Event description:
According to the information received, a 36mm amplatzer septal occluder was implanted in a (B)(6) male at the (B)(6). The patient developed a small fistula between the aorta and left atrium. The aso was surgically removed and the patient recovered without sequalea.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was not returned to us. The aga medical erosion board reviewed and adjudicated this event on (B)(4), 2011 and determined a definite erosion occurred.